Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that the m. Blue is not permeable while the sprung rerservoir and the ventricular catheter are permeable. Computer controlled test: due to the blockage of the m. Blue, a measurement on the computer test bench was not possible. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in the m. Blue results: based on our investigation results, we can determine a blockage and a non-adjustability at the m. Blue. The visible deposits in the valve have led to the functional impairment. Based on our further examination results, we cannot detect any functional deviations or other anomalies on the pedi sprung reservoir and the ventricular cathter, they met the specification. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m. Blue shunt system (#fx826t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system showed an under-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 12 months gender: female